Event description:
It was reported that the patient's lead was coming out of the incision on their neck. The surgeon planned to reposition it and suture the lead back down. The patient's lead was implanted nearly a year prior. The physician indicated that the cause of the lead extrusion was soft tissue erosion with an unknown cause. Their was no reported trauma or manipulation to the site that would have contributed to the extrusion. No further relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported that surgery was performed to correct the extrusion. No further relevant information has occurred to date.